Event description:
It was reported during surgery, the cords in the implant were tied poorly and the implant could not be used. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.